Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped cycling and presented fluid loss following a patient's traumatic groin incident. Therefore, a surgical procedure was performed to remove and replace the device. There were no patient complications reported.